Event description:
It was reported that this right atrial (ra) lead is exhibiting pacing impedance high out of range. Technical services (ts) was consulted and explained this system was not magnetic resonance imaging (MRI) compatible because of ra lead impedance. The lead remains in service. No adverse patient effects were reported.